Manufacturer narrative:
The reported field event of stylet being difficult to insert was confirmed in the laboratory. A complete lead was returned for analysis. The coating of the stylet had become stripped and clogged the inner coil of the lead at the distal end of the connector pin. All other damage found was sustained during surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the guidewire had difficulty being inserted into the left ventricular lead, and damaged the lead while attempting to insert. Another lead was attempted, but the stylet was difficult to insert into this left ventricular lead and got stuck when attempting to remove it. These leads were not used and another lead was successfully implanted. The patient was stable post-procedure. Related manufacturer reference number: 2017865-2019-09437.